Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/02/2024, it was reported by an arthrex employee via phone that an ar-3636 knotless 1.8 fibertak® soft anchor would not seat. This occurred during a labral repair on 09/26/2024 when the anchor wouldn't seat. The patient had good bone with was prepped using the curved drill guide. The case was completed using another ar-3636.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.